Event description:
A hospital in (B)(6) reported via our distributor that the expiratory limb heater wire of an rt236 infant dual heated evaqua breathing circuit disconnected. No patient injury was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer and a heater wire resistance test was carried out using a multimeter. Results: the inspiratory heater wire was open circuit, confirming the reported fault. A wire break was located between the heater wire and heater wire pin. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection.